Manufacturer narrative:
Follow-up # 1 date of submission 05/29/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2014 with the following findings: during investigation, the display was found to be blank during start-up. The pump had audible tones; the audible and vibratory alarms were operational. The pump was opened and evaluation revealed that the display screen was cracked. The broken screen was replaced with a test screen and the display was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank. No moisture or corrosion was visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.